Event description:
As reported, approximately 4.5 years post op initial left tka, this patient was revised due to the recall. Surgeon performed a poly swap. No patient information/medical history reported. Product not returning: hospital kept.

Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): 5568743 02-010-03-0230 - logic cr femoral cem, left, sz 3; 5415986 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t; 5555873 200-02-26 - three peg patella 26mm.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. H6: corrected health effect, medical device, component, and investigation clinical codes.